Manufacturer narrative:
Document review: versafitcup cc highcross pe liner: (B)(4) / lot 144764 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Total of (B)(4) liners belonging to this lot have been already sold without any other similar incident. Versafitcup cc highcross pe liner: ref (B)(4) / lot 142640 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Total of (B)(4) liners belonging to this lot have been already sold without any other similar incident. Versafitcup cc highcross pe liner: (B)(4) / lot 142640 ((B)(4) liners produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Total of (B)(4) liners belonging to this lot have been already sold without any other similar incident. Versafitcup cc trio no holes shell (k122911): (B)(4) / lot 144704 ((B)(4) shells produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Total of (B)(4) shells belonging to this lot have been already sold without any other similar incident. From the data collected, there are no evidences that the event is device related.

Manufacturer narrative:
The description of the event in the initial report was not clear. Here is a better clarification: during the surgery, the surgeon tried to implant the liner but it was not possible to impact it correctly in the shell. He tried with a second liner, having the same problem. The surgery was finally completed changing the shell and using a new liner, that was correctly coupled.

Event description:
(B)(4).